Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had read inaccurately erratic. It is not clear as to when the alleged meter issue began. No specific inaccurate readings were noted or provided. The patient claimed that she developed symptoms of thirst and hunger as a result of the alleged meter issue. The patient also alleged that she received phone advice from an unidentified health care professional (hcp) to eat food and/or drink a beverage. In another case, the patient's blood glucose was tested on an unknown device and a result of "69 mg/dl" was obtained. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what specific meter readings the patient claimed were inaccurate, what date/time the symptoms developed, what actions the patient took before and after the symptoms started, and what meter readings the patient got before, during, and after she was symptomatic. In addition, it would have been helpful to know what date/time the result of "69 mg/dl" was obtained, what date/time the phone advice was given by the hcp, and if the patient was symptomatic when the advice was given. The patient was reportedly obtaining blood samples from her fingers. The meter was replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury as a result of the alleged meter issue. The patient also alleged that she also received phone advice from an hcp to eat food and/or drink a beverage as treatment because of the reported meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.